Event description:
It was reported that the user experienced hyperglycemia after running out of insulin and not installing a new cartridge in the ilet, resulting in loss of insulin delivery and a blood glucose level reaching 420 mg/dl until a nurse administered a manual insulin injection and the device was subsequently reconnected. Symptoms included hyperglycemia. Outcomes included no hospitalization and return to a safer glucose range after manual insulin administration and device reconnection. Investigation included customer care troubleshooting and education to restore therapy and confirm proper setup. Investigation of this case revealed user-related interruption of insulin supply due to an empty or absent cartridge and not reverting to an alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was user error related to maintenance of insulin supply and device setup.